Event description:
Reportedly, the cpr4 is broken. There is connector dysfunction.

Manufacturer narrative:
The investigation of the returned product confirmed the reported issue: the usb/pcb cable of the cpr4 head is out of order. Upon investigation, the usb/pcb cable of the cpr4 head is damaged and the leds light up for a maximum of 3 seconds before turning off. Two traces of mechanical shocks are present on the subject cpr4 head, most probably due to falls to the ground. The green wire of the electrical cables is shorter than the other colored wires, it has probably been damaged during the falls to the ground and the use in the field. This creates intermittent or permanent interruptions of the voltage and therefore intermittent or permanent communication problems. Given that no complaint was raised since the subject cpr4 head was delivered to the field, the usb/pcb cable was most probably damaged in the field, during the falls to the ground and the usage of the subject cpr4 head.

Event description:
Reportedly, the cpr4 is broken. There is connector dysfunction.